Event description:
As per additional information, the patient's baseline was Atrial Fibrillation and was recovered with sequalae.

Manufacturer narrative:
Information added/updated to section B4, B5, G3, G6, H2, and H6 (Component Code, Type of Investigation, Investigation Findings, and Investigations Conclusions).H11: Additional Manufacturer Narrative:The Device History Record review was completed, and this device passed all relevant manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.The complaint for Valve interacts with conduction system was confirmed with empirical evidence based on information provided. Available information suggests the valve interaction with the native conduction system likely contributed to the event, the patient presented baseline atrial fibrillation without any other conduction disturbance. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (AV node) to the septal leaflet of the tricuspid valve.Since no Edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
D4: PRIMARY UNIQUE DEVICE IDENTIFICATION (UDI) NUMBER: (B)(4). E1: TELEPHONE NUMBER: (B)(6). THE MANUFACTURER'S INVESTIGATION IS ONGOING. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE MANUFACTURER'S INVESTIGATION IS COMPLETE.

Event description:
PER THE REPORT RECEIVED FROM GERMANY, EDWARDS RECEIVED NOTIFICATION OF A 52MM EVOQUE PROCEDURE. DIRECTLY AFTER IMPLANTATION OF THE VALVE, PATIENT EXPERIENCED CONTINUOUS AV BLOCK GRADE III AND TEMPORARY PACEMAKER WAS IMPLANTED. ON POD 3, TRIPLE-CHAMBER BIVENTRICULAR PACEMAKER WAS IMPLANTED.